Event description:
Technician reported that a resident at the hospital was using a gel mark ultra following a biopsy, the resident placed the gel mark ultra applicator into the mammotome probe upside down, felt resistance while trying to deploy the pellets, pulled the applicator out, and noted that the tip had sheared off. The biopsy cavity was suctioned and wire form pellet and several older pellets were retrieved, but tip is presumed to be left in breast. Lot # is unknown no patient adverse effects.